Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6(component code is being corrected to 3123 - tip). Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 09/05/2024. Additional information added to field d8,h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the reported damage pattern indicate that the damage was thermally and mechanically induced; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned a resection sheath, 24 fr. To the service center. During inspection of the returned device, it was observed that the ceramic tip broke off of the resection sheath. The customer did not report any patient involvement or harm to olympus.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Additional PMA/510(k) number: k931995.